Event description:
It was noted that during the implant, the patient suffered an arrhythmia and respiratory failure with the right ventricular (rv) lead. There is no allegation of abbott product involvement in the patient's death.

Manufacturer narrative:
The lead was returned due to patient deceased. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.